Manufacturer narrative:
No solution was documented; the device was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was no display on flexvision and geometry issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.